Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. (B)(4).

Event description:
Hk rep emailed that a dental office stated their hygienist used the gluma power gel and it got on the patients lip. She requested that we review proper use and what we may recommend to remedy the situation on the patients lip. Spoke to the hygienist. She said that the patient was in for a cleaning yesterday. The patient has hypersensitivity on (B)(6)facial as the exposed dentin is exposed due to recession. She said that this was her first time using the product. She did not use a rubber dam, but instead used 2x2 gauze squares. She said she extruded the material onto the left side and smeared it with the applicator tip around to the right side. She left it for 60 seconds and then rinsed with the suction tip in the patients mouth. She said that the patient mentioned a warm feeling while she was applying the gel and when she was ready to rinse the patient mentioned it was burning like she had "hot sauce" in her mouth. She said that she must have gotten some of it on the inside of the patients upper lip. The patient did not complain of burning after she rinsed so she cleaned her teeth. She said the gel worked as she was able to immediately blow air on these teeth without it hurting the patient. She said that the patient complained later in the appointment that her lip felt swollen and numb. She said that it did not look swollen to her, but that when she looked at the inner mucosa of the lip the tissue on the left side appeared wrinkled and slightly red. The patient said the tissue in this area felt rough. She said that the patient called this morning. She said that the swollen roughness has spread to the include all of her upper lip. The patient is coming into the office at 1:30pm for an evaluation. Discussed the direction and the hygienist stated that she had read them on the internet last night as she want to see if she used it correctly. She said she did not know it required the use of a rubber dam when she used it on the patient. On (B)(6) 2014 spoke to the hygienist. She said that the patient returned yesterday. She said that the visibly irritated are was still the left side, but the patient can feel roughness and irritation all the way across. The patient reported swelling and it was slight, she had applied ice to the lip during the day to minimize swelling. The dentists recommend she take benadryl for the swelling in case it was an allergic reaction, but he felt that it looked like tissue irritation due to the exposure. The patient had also reported rubbing the area with a wash cloth to remove sloughing skin. She used a medicated petroleum jelly with camphor ointment. The hygienist did not remember the name and did not know how she had gotten the ointment. She said that she also recommended the patient use vitamin e ointment. On (B)(6) 2014 spoke to office manager. She said that the patient has not returned their calls. Discussed recall and sent letter.

Event description:
(B)(4) rep emailed that a dental office stated their hygienist used the gluma power gel and it got on the patients lip. She requested that we review proper use and what we may recommend to remedy the situation on the patients lip. Spoke to the hygienist. She said that the patient was in for a cleaning yesterday. The patient has hypersensitivity on 4-13 facial as the exposed dentin is exposed due to recession. She said that this was her first time using the product. She did not use a rubber dam, but instead used 2x2 gauze squares. She said she extruded the material onto the left side and smeared it with the applicator tip around to the right side. She left it for 60 seconds and then rinsed with the suction tip in the patients mouth. She said that the patient mentioned a warm feeling while she was applying the gel and when she was ready to rinse, the patient mentioned it was burning like she had "hot sauce" in her mouth. She said that she must have gotten some of it on the inside of the patients upper lip. The patient did not complain of burning after she rinsed so she cleaned her teeth. She said the gel worked as she was able to immediately blow air on these teeth without it hurting the patient. She said that the patient complained later in the appointment that her lip felt swollen and numb. She said that it did not look swollen to her, but that when she looked at the inner mucosa of the lip the tissue on the left side appeared wrinkled and slightly red. The patient said the tissue in this area felt rough. She said that the patient called this morning. She said that the swollen roughness has spread to the include all of her upper lip. The patient is coming into the office at 1:30 pm for an evaluation. Discussed the direction and the hygienist stated that she had read them on the internet last night as she want to see if she used it correctly. She said she did not know it required the use of a rubber dam when she used it on the patient. (B)(6) 2014 spoke to the hygienist. She said that the patient returned yesterday. She said that the visibly irritated are was still the left side, but the patient can feel roughness and irritation all the way across. The patient reported swelling and it was slight, she had applied ice to the lip during the day to minimize swelling. The dentists recommend she take benadryl for the swelling in case it was an allergic reaction, but he felt that it looked like tissue irritation due to the exposure. The patient had also reported rubbing the area with a wash cloth to remove sloughing skin. She used a medicated petroleum jelly with camphor ointment. The hygienist did not remember the name and did not know how she had gotten the ointment. She said that she also recommended the patient use vitamin e ointment. (B)(4) 2014 spoke to office manager. She said that the patient has not returned their calls. Discussed recall and sent letter.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion- the directions for use states, "protect mucous membranes from contact with the product using a rubber dam. Apply the smallest possible amount of gdpg necessary for the treatment to the dentinal surface and then leave for 30-60 seconds. Then rinse with plenty of water and apply suction." The dental office staff reported that no isolation method was used. Without proper isolation, the user exposed the soft tissues to the gluma desensitizer. The directions also states, "gluma desensitizer powergel must not be used if the necessary precautions cannot be taken or the stipulated application technique is not possible." It also states, "only to be used by dentist." The direction for use has adequate warning against exposure stating, "irritating to skin. The product contains methacrylate compounds that may cause sensitization by skin contact. Gluma desensitizer powergel contains glutardialdehyde that may cause localized irritation and may cause sensitization either directly or through inhalation. Avoid contact with skin, immediately wash with plenty of water and soap." Warnings and appropriate usage are clearly stated in the directions for use. The product is being recalled due to an uncontrolled extrusion issue. This issue was not reported to have occurred with the syringe involved with this incident. User did not follow directions.